Manufacturer narrative:
(B)(4). The device history record for h524549 224 was reviewed and the product was produced according to product specifications. An unused sample was received and visually inspected. The sample was visually inspected and an area on the chest region revealed a small area of lint. A review of the manufacturing process did not identify any tasks or deviations being performed out of the established validated process. The complaint is confirmed with unknown root cause. Trend analysis of the past 12 months show a low rate of incidence for this failure mode, however, halyard will continue to closely monitor the field performance of this product to identify emerging trends related to this incident. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Event description:
Halyard received a report regarding a surgeon's gown linting after rubbing hands on it.